Manufacturer narrative:
The device has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the e-box was the malfunction and needed to be replaced.

Event description:
It was reported that the handpiece overheated during a surgical procedure. There were no adverse consequences reported. A back-up device was used and the procedure was completed w/o delay.